Event description:
During trouble shooting, customer tested her blood glucose on the aviva system and obtained a result of 95= (a 9 in the 100's position would indicate a result outside the meter reading range of 10-600 mg/dl). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.